Event description:
It was reported that the patient's leads were placed peripherally in his head for temporal pain relief. Stimulation was in the correct location and effective at relieving pain, however, the patient complained of a pulling sensation. The physician opened the incisions and created more slack in the system. Nothing new was implanted and nothing was removed.

Manufacturer narrative:
Lead model 377760, lot # v009413, implanted: (B)(6) 2010, explanted: na; lead model 3777-60, serial # (B)(4), implanted: (B)(6) 2010, explanted: na; programmer model 37743, serial # (B)(4); recharger model 37752, serial # (B)(4).